Manufacturer narrative:
H.6. Investigation summary: one photo and four representative samples were received by our quality team for evaluation. Upon visual inspection of the photo leakage between the white cap and the cannula hub was observed; therefore, the incident can be verified. The sample were subjected to visual inspection, end cap measurement testing, and cannula luer dimension measurements and passed all so the incident could not be verified for the samples. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, the probable root cause could be due to the white cap inner thread or the cannula hub luer damaged during assembly process or it could have molding defects during molding process. The leakage could be happening when the white cap thread is not fully enclosed with the cannula hub luer. As there is no actual sample returned for investigation, the probable root cause remains only a hypothesis. The actual sample would be required for investigation to confirm the actual root cause. Complaint will be reopened if a sample is returned.

Event description:
It was reported that after flushing the catheter refills with blood and leaks with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: over the last 3 weeks the nurses preparing patients for surgery, have seen that the vps fills up with blood after flushing. They insert, fixate and then flush, and all seems in order, but after a while the catheter refills with blood, and sometimes even leak. It could seem to be the white stopper (they use the one that is on the needle on the catheter, after insertion). It has happened to more than 20 patient over the last 3 weeks, and they reported it to us yesterday. They are afraid of tightening the stopper even more than they do, as it will then be difficult to remove when they need the venflon during surgery.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9162921. Medical device expiration date: 2022-05-31. Device manufacture date: 2019-06-11. Medical device lot #: 9208086. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-07-27." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after flushing the catheter refills with blood and leaks with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: over the last 3 weeks the nurses preparing patients for surgery, have seen that the vps fills up with blood after flushing. They insert, fixate and then flush, and all seems in order, but after a while the catheter refills with blood, and sometimes even leak. It could seem to be the white stopper (they use the one that is on the needle on the catheter, after insertion). It has happened to more than 20 patient over the last 3 weeks, and they reported it to us yesterday. They are afraid of tightening the stopper even more than they do, as it will then be difficult to remove when they need the venflon during surgery.